Event description:
It was reported that the pump touchscreen became frozen and would not respond, preventing customer from interacting with pump screen. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.